Manufacturer narrative:
Event date: exact date unknown, event occurred last two years ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted device will not be returned.